Event description:
It was reported that the patient experienced numbness in both feet. The physician found and removed a hematoma and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.